Event description:
It was reported that the truselect fractured internally. A truselect? Was selected for use to treat a bleed in a branch of the internal artery. The truselect and hoop were flushed prior to use. The physician placed a non-boson scientific (bsc) guide catheter, the truselect, a transend-14 guidewire, and an 010 non-bsc guidewire. The physician attempted to advance the wire and noticed the tip of the guide catheter was jumping and trying to straighten. The physician elected to remove the entire microsystem and noticed that the non-bsc wire was all bent up and that the truselect had fractured. No portion of the device was left within the patient, and no additional intervention was required. The truselect was exchanged and the procedure was completed without further issue. There were no patient complications as a result of this event, and the patient fully recovered.

Manufacturer narrative:
Investigation results: media review: media was received in the form of images of the complaint device. Review of media confirmed that the truselect had fractured towards the distal end of the microcatheter. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the truselect device confirmed that the reported event of fracture is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.